Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h2, h6.

Event description:
New information received notes the lead was capped and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular (rv) lead had a high pacing impedance. The patient was brought into the clinic, and upon interrogation it was observed the rv lead had a loss of capture. No intervention was performed. The patient was in stable condition.